Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the device not to power on. Physio-control determined that the cause of the reported failure was due to legs 1 and 4 of the inductor, designator l1 on the analog pcb assembly, being shorted to 14 k ohms. This caused the device not to power anymore.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. A service indicator icon and low battery icon were shown in the device's readiness display. The device would not power on anymore with any battery. A replacement device was provided to the customer under warranty. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control service representative that the customer's device would not power on and that a beep could be heard from the device. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: (B)(4). The initial medwatch report should indicate: (B)(4). The initial medwatch report indicates: (B)(6). The initial medwatch report should indicate: (B)(6). The initial medwatch report indicates: (B)(6). The initial medwatch report should indicate: asku.